Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# va1g8m3, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported extreme pain upon battery implantation, which occurred post-op. The consumer underwent a tined lead test (advanced evaluation) on (B)(6) 2017. This was deemed successful, and she returned to theatre on (B)(6) 2017 to have the implantable neurostimulator (ins) fitted. Post-operatively, while in recovery, the consumer complained of extreme pain, so much so that after two hours she was readmitted to theatre to have the entire system (lead and battery) explanted. The hcp¿s notes on the incident included the following: creating the pouch was painful but doable with local anesthetic; insertion of battery was painful but only on the site of the battery; for the anesthetic we switched from prone to side position; at waking up, and only just then, she experienced the sciatic pain which was uncontrollable and the cause of our concern; and after removing the battery and lead, in prone position, the pain settled and she was fine now. It was noted that it was the sciatic pain that made them go in, but the battery was far out in upper outer quadrant and sciatic nerve was way deeper. There was no tension on the lead either, and it was in for a while without issues. It was noted that she was a back pain patient and had sciatic pains before, but never to that extent. She had numbness in the leg now and needed to follow-up and possible emg. The representative noted two scenarios that may have caused the issue: (I) inserting the battery jerked the lead changing its position and (ii) changing her position on the table for the anesthetic triggered the sciatic, although it was done with great care and good control and again she did not have sciatic pain at that point. It was noted that it may have been better to have done under sedation in her case. Additional information received indicated that the device was thrown away as soon as it was explanted. There were no further complications reported and/or anticipated.